Event description:
The hcp reported the patient had redness and wound dehiscence around the battery site starting a few days after surgery. The extension wire eroded through the abdominal wound. The patient was treated with clindamycin for 1 week with no effect. The patient was afebrile; the patient's white count was normal and the patient generally felt well. No tracking or redness to the spine was noted. Cultures were sent for gram positive cocci in clusters; isolated entercocci and staph aureus were identified. The patient's neurostimulator and the proximal end of the extension were removed. The lead and the distal end of the extension remained in place. The patient was discharged home on clindamycin 450 mg tid. Refer to medwatch report # 2182207200702019.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.